Manufacturer narrative:
(B)(4).

Event description:
A report was received that there was constant heat generated from the patient's ipg when charging and running. This was noted whether the ipg was turned on and off. It was also reported that there were skin texture changes in the area covering the ipg. Database analysis revealed that the device appeared to be working as expected. The patient underwent an ipg revision. No malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that there was constant heat generated from the patient's ipg when charging and running. This was noted whether the ipg was turned on and off. It was also reported that there were skin texture changes in the area covering the ipg. Database analysis revealed that the device appeared to be working as expected. The patient underwent an ipg revision. No malfunction was suspected. The patient was reportedly doing well postoperatively.